Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked; further visual and microscope inspections revealed a broken drive cable at the proximal part of the sheath at 57 cm from the distal end of the connector shaft, an imaging core windup near the lap joint section and the imaging window detached near the lap joint section and was twisted at the distal part of the device. An impedance test could not be performed due to the condition in which the device was returned. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
It was reported that visualization issues occurred. The stenosed target lesion was located in the tortuous and calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter could not show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window detached near the lap joint section.